Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical unit (erbe). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and the reported issue was not able to be confirmed via logs. No issues were found during inspection that would be related to the reported event. Unit was tested on a system; was given time to warm up and checked for power-off event, no issues were identified. The unit was able to recognize all instruments and perform all required energy operations successfully. The root cause of the reported event could not be determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer could not turn on their integrated electrosurgical unit (iesu) [erbe] generator. Technical service engineer (tse) had customer change the outlet and try to turn on the erbe with no change. Tse recommended using a third party generator to complete the case. Customer stated that this has happened in the past and would like the generator checked. The procedure was completing as planned with no reported injury.